Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Corrections: b1: "adverse event" should not have been selected in earlier report. B2: "other serious" should not have been selected in earlier report.

Manufacturer narrative:
Date of event¿ is estimated. During processing of this complaint, attempts were made to obtain complete event information and patient weight.

Event description:
It was reported that the ipg is inoperable.